Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material present in device is confirmed and was determined to be supplier related. One 19g x 0.75 in safestep infusion set was returned for evaluation. An initial visual observation revealed a small white material taped to the luer connector. The dust cap was not returned. A microscopic observation revealed the material is likely a chip from the dust cap. This finding suggests the dust cap may have been damaged during the automated manufacturing process when the luer hub is closed with the dust cap. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer there is a small piece of plastic breaking off the white end cap on the y-site of the tubing and was found inside the tubing. There was no adverse event since the nurse noticed before patient use.